Manufacturer narrative:
.

Event description:
The lead was later capped and replaced due to continued high thresholds.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device reached elective replacement indicator (eri) early due to high left ventricular (lv) threshold. It was noted the chronic programming was at 5.0 volts at 1.5 milliseconds in the lv and that at device replacement the lv threshold was 6.0 volts at 1.2 milliseconds. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.